Event description:
Medtronic received information regarding a navigation system being used for a prior to a tumorectomy procedure. It was reported that the navigation system's emitter interface could not be used because it had a fault. The site used a different navigation system that was at the site. No patient was present at the time of the event.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The side mount emitter and instrument interface were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521, serial/lot #: -, ubd: , UDI#: ; product ID: 9735825, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: section d updated. H3, h6: the 9735825 electromagnetic (em) interface, lot 1600582420 was returned for evaluation. There were no failures found. The reported complaint could not be duplicated. The em interface unit was connected to a test system for an overnight burn-in test. The em interface functioned normally on all ports without failure. Codes c19, d14 and previously reported code b01 are applicable to this analysis. The 9735521 side emitter, lot 603007235 was returned for evaluation. There was physical damage. The returned side emitter was found to have slight separation on the grey base from the white housing. Despite the separation, the emitter was tested on the lat station and was fully functional. Previously reported codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.